Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the patient was not crossing on 1station. A technical support specialist (tss) checked the station synchronization and debug logs and found several incremental synchronized errors, not retry errors. The station database size was checked and found to be normal. Tss dialed into the server and verified patient details, unit, and area, which matched the station with no issues. The maintenance debug log was checked and showed no issues, in the station debug log, the patient count was 79. The tss restarted the maintenance services. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient was admitted in epic and showing up on the server but not on the station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.